Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the vessel tortuosity was normal.

Manufacturer narrative:
H3: product analysis #292881069:¿ equipment used: vis (m-81805) ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box and within a plastic bio-pouch. The pipeline flex embolization device was returned within its introducer sheath. ¿ damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad was found in good condition. The pipeline flex braid was found fully open and in good condition. The pusher sleeves were found in good condition. The pusher tip coil was found bent. ¿ testing/analysis: the pipeline flex embolization device was pushed out from within its introducer sheath, without issue, deploying the braid. ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed, and the cause could not be determined. No defect was found with the returned pipeline flex embolization device that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that "heavier sensation" referred to resistance. It was noted that resistance occurred entirely, not partially. They managed to put pipeline to the tip of the catheter, deployment failure and fracture were observed at the end. Ancillary devices include a phenom catheter.

Manufacturer narrative:
E1: the initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the .report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a comment from the physician saying that a heavier sensation was felt than usual during insertion. A poor deployment (distal region) and a broken portion of the stent were confirmed, so it was removed. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. No operation, such as using another device to deploy the stent was performed. The pipeline was used for an approved indication and was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment an ophthalmic aneurysm with a max diameter of 6mm mm and a 4.2mm neck diameter.